Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, auxiliary drawers failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4.1 was not detected on the bus and drawer 7 failed to open. The customer informed the fse that auxiliary 4.1 was now detected on the bus. A field service engineer (fse) verified drawer 7 failure, powered off the device, removed the drawer from the station, found the magnet was missing from the latch inseparable, replaced the latch inseparable, and placed the drawer into the station to resolve the issue. The fse restarted the device and proactively reseated the row board and retractor band cables in auxiliary drawers 4.1¿4.2 during preventive maintenance. The system functioned as intended after the field service engineer repaired the device.